Event description:
User had about five calcium results in a run under 100 samples that flagged high enough that she repeated them on another analyzer at the site and the result were lower. User also had two alt results as zero and repeated normal on the other analyzer. Only one example for calcium was provided. Initial result was 12.3 mg/dl, repeat result was 10.3 mg/dl. The repeat results were reported out and no errors were reported out that user known of. The field service representative determined there was a problem with the air dryers and level detection cable on rt1 arm. He replaced the air dryers and level detection cable. Precision checks were performed to verify analyzer performance.